Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for malignant pain. It was reported that today at refill the pump hcp noted volume was 12 cc and should have been 3 cc. The environmental/external/patient factors that may have led or contributed to the issue was that the syringe from last fill may have been loaded with more than 20 cc or the last fill maybe some of the old drug wasn't removed. It was not sure if this was a true discrepancy. The pump hcp would bring patient in 2 weeks from now and remove all drug to check for discrepancies. Patient hadn't reported withdrawals or change in therapy. The rep was checking reservoir again in two weeks if discrepancies was still present, the hcp would decide what to do next maybe dye and roller study next. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via rep. It was reported that the actual residual volume was 20, and the expected was 12. When the hcp accessed (B)(6) 2018, they pulled back 'everything;' it appeared that no medication had been delivered over 'the past 3 weeks.' They were going to do a dye study (B)(6) 2018 and would likely replace the catheter. No further complications were reported. Additional information was received from manufacturer representative (rep). It was reported that the rep confirmed that the catheter migrated from spinal segment 7-8 to t10. The healthcare professional disconnected the pump segment and were unable to aspirate or push saline through the spine segment. The hcp disattached the anchor and csf fluid came out confirming that the catheter was kinked at the anchor due to migration (distal segment was replaced and proxmal segment was kept). The rep was to follow up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that dye study was not done as the healthcare professional (hcp) decided, they had to open up no matter what the dye study found, so he would do a dye study in surgery this tuesday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the catheter was cut into a number of pieces by the time the healthcare professional (hcp) finished the case as he was trying to find the leak along the way. Even though the rep asked them to return to manufacturer, the facility discarded it. No further complications were reported.